Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15757. It was reported that the right atrial lead, right ventricular lead, and competitive left ventricular lead were explanted and replaced. There had been oversensed noise on the atrial lead, and the right ventricular lead had insulation damage around the yoke of the df1 lead without any associated electrical anomalies. The patient was in stable condition throughout.

Manufacturer narrative:
As received, a partial lead was returned in two pieces, measuring 14.0 cm and 47.5 cm. An external insulation abrasion was found at 35.8 to 36.2 cm from the distal tip, breaching the right ventricular and ring electrode cable lumens. This appears consistent with friction to another device or feature of the patient anatomy. The ethylene tetrafluoroethylene (etfe) cable coating for both cables were intact in this location. An external insulation abrasion was also found at 13.2 to 13.4 cm from the connector pin, breaching the optim sheath only and consistent with friction to the device can. The cause of the reported event is due to the external insulation abrasion. Other damages found are consistent with procedural damage.